Event description:
On (B)(6) 2001 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed the filter appears abnormally high in position with its superior tip at the level of the superior aspect of the right renal vein, which is the lowest renal vein. There is 28 degrees of tilt with respect to the course of the ivc. The apex of the filter is touching the ivc filter wall. Four of the struts clearly perforate beyond the wall of the ivc by up to 5mm. Two of the struts protrude into a prominent anterior marginal osteophyte at l3-4 and one of the ivc filter struts is bent.

Event description:
On (B)(6) 2001 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed the filter appears abnormally high in position with its superior tip at the level of the superior aspect of the right renal vein, which is the lowest renal vein. There is 28 degrees of tilt with respect to the course of the ivc. The apex of the filter is touching the ivc filter wall. Four of the struts clearly perforate beyond the wall of the ivc by up to 5mm. Two of the struts protrude into a prominent anterior marginal osteophyte at l3-4 and one of the ivc filter struts is bent.

Event description:
On (B)(6) 2001 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed the filter appears abnormally high in position with its superior tip at the level of the superior aspect of the right renal vein, which is the lowest renal vein. There is 28 degrees of tilt with respect to the course of the ivc. The apex of the filter is touching the ivc filter wall. Four of the struts clearly perforate beyond the wall of the ivc by up to 5mm. Two of the struts protrude into a prominent anterior marginal osteophyte it was further reported that this patient had his device implanted after a car accident on (B)(6) 2001 when he was hospitalized from (B)(6) 2001. It was further reported from (B)(6) 2019, the two struts protruding into a prominent anterior marginal osteophyte were at l3-4. One of the ivc filter struts is bent. No strut fracture is identified. There is no convincing evidence of ivc stenosis. The patient has reported chest pain and shortness of breath.

Manufacturer narrative:
B5 describe event or problem: updated . H6 patient codes: updated.

Event description:
On (B)(6) 2001 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed the filter appears abnormally high in position with its superior tip at the level of the superior aspect of the right renal vein, which is the lowest renal vein. There is 28 degrees of tilt with respect to the course of the ivc. The apex of the filter is touching the ivc filter wall. Four of the struts clearly perforate beyond the wall of the ivc by up to 5mm. Two of the struts protrude into a prominent anterior marginal osteophyte it was further reported that this patient had his device implanted after a car accident on (B)(6) 2001 when he was hospitalized on (B)(6) 2001.

Manufacturer narrative:
Additional information to a1-3, b5 and b7: updated to include patient details.